Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing problem. It was noted that the right atrial (ra) lead exhibited noise and oversening and high undefined impedances while placed in the ipg. The physician suspected the artial port on the ipg was not functioning correctly. When the atrial lead was placed in a new ipg, impedances improved. The ra lead remains in use and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.